Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 85 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer's lips were numb due to their high blood glucose. Troubleshooting found the customer's insulin pump passed all functional testing. Customer also had a no delivery alarm in their alarm history. The customer stated the alarm was resolved with an infusion set change. Customer also reported they did not have a normal digestive system due to their gastroparesis. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.